Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to normal wear & tear.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge gives an error code stating that the lid is not closed when it is closed adequately. Unfortunately, it is unable to spin as a result. This was discovered during a case. After 15 minutes of trouble shooting without success, it was decided that bma was utilized instead of bmac.